Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor was planning to explant tecnis symfony multifocal intraocular lens (model zxr00, +17.5 diopter) in secondary procedure. Additional information was received and it was confirmed that the lens was explanted because of patient experiencing halos, glares and floaters. Reportedly model zcb00, +18.0 diopter was used as replacement lens for the patient. There was no injury reported. Patient was doing good when discharged. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.